Event description:
Takeda employee calling to report an adverse event and product quality complaint on behalf of the hcp for adynovate. She was involved in an infusion for adynovate. They had a product issue related to the butterfly needle that is packaged with the product. When it was infused, there was leakage. The issue was through the butterfly needle, it had nothing to do with the mixing device. They pulled the product into a syringe and were infusing it at that point.

Manufacturer narrative:
Pending investigation from the contract manufacturing organization.

Manufacturer narrative:
The complaint sample was not returned and the lot number is not provided for further investigation. The complaint was not confirmed.

Event description:
Takeda employee calling to report an adverse event and product quality complaint on behalf of the hcp for adynovate. She was involved in an infusion for adynovate. They had a product issue related to the butterfly needle that is packaged with the product. When it was infused, there was leakage. The issue was through the butterfly needle, it had nothing to do with the mixing device. They pulled the product into a syringe and were infusing it at that point.